Manufacturer narrative:
On (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 9/5/2002 and was last repaired on 8/2/2012 for a non-related issue. Evaluation of the device observed that the ratchet was difficult to remove from or fit on the mesher. The roller's right end was gnarled and there was major wear to the roller gear teeth, and the ratchet gear and handle were galled. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the ratchet gear, roller, comb, both side plates and ball detents. The cause of the reported issue was likely the damage to the roller that made proper fitment of the ratchet handle difficult; the damage was likely caused by improper handling by the user. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher ratchet was sticking to the rotating handle. There was no patient harm or delay reported.